Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient as being thin with the ipg being superficial. There were concerns the ipg would erode through the skin. Surgical intervention was taken to relocate the same ipg from the buttock to the abdomen. Reportedly the patient had effective therapy post-operatively.